Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged between 0 millimeters (mm) and -1 mm on the non-coronary cusp (ncc) from the target implant depth of 3 mm. Subsequently, the valve was recaptured. Two additional redeployments and recaptures were made, with the valve dislodging to the same location on the ncc. On the 4th deployment attempt, the valve was positioned at 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). A mean gradient of 40 millimeters of mercury (mm hg) was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 21 mm non-medtronic (becton dickson true) balloon. Subsequently, the valve embolized to the aorta. 2 snares were utilized to reposition the valve above the sinotubular junction (stj). Another valve was opened and used to place the valve at 5 mm on the ncc and 8 mm on the lcc. Another post-implant bav was performed with a 22 mm non-medtronic (becton dickson true) balloon. A 1 hour procedural delay occurred as a result. Additional information was received that the first post-implant bav was performed due to frame under-expansion, and a mean gradient of 40 mm hg. Additionally, it was reported that the patient had a previously implanted 19 millimeter (mm) non-medtronic (trifecta) surgical aortic valve that contributed to the dislodge and high gradient. It was noted that a non-medtronic (safari) guidewire was used during the procedure. Additional information was received to report the post-implant bav was performed on the second valve because the valve frame was under-expanded

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H10. Corrected data: h6. The annex e code for gradients was removed and replaced with foreign body in patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged between 0 millimeters (mm) and -1 mm on the non-coronary cusp (ncc) from the target implant depth of 3 mm. Subsequently, the valve was recaptured. 2 additional redeployments and recaptures were made, with the valve dislodging to the same location on the ncc. On the 4th deployment attempt, the valve was positioned at 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). A mean gradient of 40 millimeters of mercury (mm hg) was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 21 mm non-medtronic (becton dickson true) balloon. Subsequently, the valve embolized to the aorta. 2 snares were utilized to reposition the valve above the sinotubular junction (stj). Another valve was opened and used to place the valve at 5 mm on the ncc and 8 mm on the lcc. Another post-implant bav was performed with a 22 mm non-medtronic (becton dickson true) balloon. A 1 hour procedural delay occurred as a result. Additional information was received that the first post-implant bav was performed due to frame under-expansion, and a mean gradient of 40 mm hg. Additionally, it was reported that the patient had a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve that contributed to the dislodge and high gradient. It was noted that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Image review: five media files were submitted for review. The patient¿s executive summary was not available for anatomical evaluation. However, the provided images indicate the presence of a pre-existing surgical aortic valve (sav). Fluoroscopic inspection of the valve load was not included, so proper loading could not be confirmed. The evidence shows that a valve was implanted within the previously placed surgical valve at an appropriate depth. During post-implant dilatation, the valve became dislodged into the aorta. The dislodged valve was subsequently retrieved using a snare, and a second valve was implanted. Another post-implant dilatation was performed, and the final angiogram demonstrated no signs of aortic regurgitation or paravalvular leak. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Updated data: b5. H6. Corrected data: b5. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged between 0 millimeters (mm) and -1 mm on the non-coronary cusp (ncc) from the target implant depth of 3 mm. Subsequently, the valve was recaptured. 2 additional redeployments and recaptures were made, with the valve dislodging to the same location on the ncc. On the 4th deployment attempt, the valve was positioned at 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). A mean gradient of 40 millimeters of mercury (mm hg) was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 21 mm non-medtronic balloon. Subsequently, the valve embolized to the aorta. 2 snares were utilized to reposition the valve above the sinotubular junction (stj). Another valve was opened and used to place the valve at 5 mm on the ncc and 8 mm on the lcc. Another post-implant bav was performed with a 22 mm non-medtronic balloon. A 1 hour procedural delay occurred as a result.